Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert during attempts to rewind the pump. The user restarted the device and performed a dry run with support, but the alert recurred. No foreign objects were observed, and a replacement was initiated with the user confirming backup therapy. No reported clinical effects. Outcomes included no impact to health, no medical intervention, and continued therapy using backup options. Investigation included remote troubleshooting, user-guided reboot and rewind attempts, and verification that no obstruction was visible. Investigation of this case revealed a suspected consecutive stalled motor condition within the pump mechanism consistent with a device malfunction affecting the pump¿s drive system. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a pump motor stall. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.